Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller stated that the official cause of death is not yet known. The caller stated that after the last visit to their health care provider, the customer mentioned an issue with the kidneys, but the caller was unaware of what the issue was. The caller did not know the customer's blood glucose at the time of death. The caller believed that the customer was wearing the insulin pump at the time of death, but was unsure if it was removed at the hospital. The caller stated that the customer did not use sensors. The caller stated that they could not locate the customer's insulin pump; they believe the device was not returned by the hospital.